Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the cover was missing. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the service unit, the device has been repaired by refitting the missing part - kit ring 1/2 sliding (ard397805555). It was established that when the event occurred, the surgical light did not meet its specification due to the missing spring arm¿s cover, which contributed to the event. The provided information does not indicate if upon the event occurrence the device was being used for patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing spring arm¿s covers on powerled ii range is moderate. As stated by the subject matter expert at the manufacturing site, the missing cover is kit ring 1/2 sliding. This ring is mounted on the arm of the suspension sa with one screw. The probable root cause is it has been forgotten during the installation or after maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of describe event or problem# and brand name# fields deem required. This is based on the internal evaluation. #b5 previous describe event or problem#: on 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem#: on 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. #d1: previous brand name#: powerled; corrected brand name#: powerled ii.